Event description:
Customer reported machine failure that left tissue blocks in isopropal alcohol (ipa) at room temp from 2:49am until discovered at 7:30am (4hr and 41min). As a result some of tissue (9 out of 80 cases) were unrecoverable and undiagnosable.

Manufacturer narrative:
Tissue processing was compromised due to the use of reflective cassette lids.